Event description:
It was reported that 14 bd safetyglide¿ needles were blocked while attempting to draw up the vaccine, causing it to spray out of the vial. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "incident details: bd safetyglide needle 1" - does not draw up vaccine. Resistance. No safe to immunize with. This occurred with 14 needles over two clinic days. With one I was able to put air into vaccine vial but the needle would not draw up vaccine, as a result the vaccine was wasted as when the needle was withdrawn the vaccine sprayed out of vial. Impact of incident: no direct hard to client. Who was affected? Patient. It was mentioned that incident was happened on 2 different days for all 14 needles. Are you able to provide the date of incident together with the quantity of defective needle inspected? Date of incident: (B)(6) 2023. Quantity of defective needle: 14. Was there any visible blockage? No. Was this noted on the first use? Yes".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
No samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.